Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had become dislodged resulting in a loss of capture. The lead was capped and abandoned. A new left ventricular (lv) lead was implanted successfully. There was no adverse patient effects reported.